Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using byte aligners, a patient experienced a weakening of tooth root on tooth #14 which caused slow resorption of dental roots and is being treated. Patient also experienced tooth damage on wisdom tooth and will require extraction.